Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found. Battery depletion - (B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The customer stated that after charging the pump the battery decreased 15% in two hours. The customer's blood glucose level was 400 mg/dl with high ketones. The customer delivered a bolus via the pump. It was indicated that the customer has alternate insulin therapy available until the replacement pump was received.